Manufacturer narrative:
Device not returned, follow up conversation with company representative.

Event description:
It was reported that a pt has a surgery scheduled for removal of the x-stop device. No additional information was reported.